Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the smart remote manager temperature was out of range. As per part investigation, it was determined that damage on the assy srm buffered temp probe and signs of discoloration on the flat flex cable. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 18-feb-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 17-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of srm temp out of range was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (wo): (B)(4), the field service engineer (fse) reported that the smart remote manager is showing 47 degrees. The fse powered off the station and, since the temperature probe was located at the bottom towards the front of the refrigerator, replaced it, and placed it at the top towards the back. Performed hta and the system passed. Temperature was then in range. The user completed inventory of medicine in refrigerator. During dchu visual inspection: p/n: 136355-01: received with signs of discoloration on the flat flex cable. During dchu testing: p/n: 136355-01: since damage was present as discoloration on the flat flex cable, indicating overheating, no testing was deemed necessary. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the reported issue was generated by damage on the assy srm buffered temp probe (p/n: 136355-01) which sent an incorrect reading of temperature to the system.